Manufacturer narrative:
Corrected data: section d4: primary unique device identification (UDI) number corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The heartmate 3 lvas IFU is also currently available. Section 1 ¿introduction¿ of this document cautions that limited clinical data are available for the heartmate 3 lvas in patients with a body surface area (bsa) less than 1.0 m2. The clinical decision to implant the heartmate 3 in patients with a bsa less than 1.0 m2 should be based on individualized assessment of body habitus and device fit. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient experienced anemia and was readmitted to the hospital. Bloody vomiting was observed and the computer topography (CT) scan was performed. The repeat CT scan revealed compression of the stomach¿s fornix by the ventricular assist device (vad) pump. Upper gastrointestinal endoscopy showed gastric bleeding, which was promptly addressed. Currently, the patient had been waiting for a heart transplant as an outpatient for 878 days.

Event description:
It was reported that the patient was admitted to the hospital due to a major bleeding. The cause of the bleeding was complexities of medical management. A venous hemorrhage was observed un the upper gastrointestinal tract which was considered to be caused by elevated venous pressure due to stress and heart failure. Due to this reason, the possibility of a relationship between the bleeding and the device was thought to be low but undeniable. The patient was transfused with 20 to 39 ml/kg red blood cell concentrate per 24 hours. During the admission, the patient was treated with upper gastrointestinal endoscopy, transfusion, and drug adjustment. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
Related MFR # 2916596-2024-00189. E1: reporter email not available. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.